Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (can't connect belt to monitor) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the pt was unable to properly connect the belt to the monitor. The pt was provided with a replacement electrode belt.